Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A 5.5 cm fusiform aneurysm was reported with infra-renal angulation of 22 degrees. Proximal aorta was 27 mm in diameter and 12 mm in length. Distal aorta was 24 mm in diameter. Right and left iliac arteries were 12 mm in diameter. Right femoral was 9 mm in diameter while the left femoral was 8 mm in diameter. The right iliac artery was mildly tortuous with 40% stenosis while the left iliac artery was moderately tortuous with 60% stenosis. The proximal neck had 20% mural thrombus/calcification. The proximal end of the graft was place such that the suprarenal stents were crossing one renal artery. The distal end of the right and left limbs/extensions were placed proximally to the internal iliac arteries. Two reliant balloons and two balloons from another manufacturer were used. It was reported that two days post index procedure the patient presented with an allergic reaction (itching and broke out in a red rash) to the antibiotics given after surgery. Medication was administered by mouth and the rash resolved. The allergic reaction was found to be related to the study procedure but not the study device. No additional clinical sequelae were reported and the patient is fine.